Manufacturer narrative:
Continuation of d10: product ID 97745bp lot# nlh031313n serial# (B)(6) implanted: explanted: product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: 97745bp, serial/lot #: (B)(6) ubd: , UDI#:. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Caller reports patient had the controller charging overnight, green light was seen on the power supply and patient has reset the controller, but the controller will not take a charge. Caller reports patient is not on the phone or equipment available during the call. Suggest patient call ps for further troubleshooting with patient and the equipment available during the call. Additional information received from patients representative. Patients representative called into patient services repeating that they had spoken to manufacturing representative yesterday. Caller stated that the patients controller is not charging, and that they were instructed to take the li battery pack out and put aa batteries in. Caller confirmed the controller turned on when aa batteries were inserted. Caller stated they had the battery pack with them at the time of the call, but no other equipment, so further troubleshooting could not be performed. Caller stated the patient has a doctors appointment later this evening, so it will be difficult for them to call back in later. Caller stated they will call back in with the external equipment to continue troubleshooting. Additional information received from patients representative. Manufacturing representative called for follow up b/c patient and her son have not made progress with ordering battery pack. Aa batteries work in controller. Controller plugged into the wall produces green light. No response when battery pack is in the controller. Will request replacement. Additional information received from patients representative. Patient representative called back and repeated previously documented information. Caller stated they received replacement bp; however, controller still would not charge. Caller confirmed green light on ac power supply and reported no visible damage to ac power supply or controller port. Caller reported that patient had been able to charge ins to full, as replacement bp arrived almost fully charged. Caller reported controller now showed 30%. An email was sent to repair for replacement ac power supply. Caller mentioned patient had been sick and in and out of the hospital for at least 3 months.